Event description:
Load of instruments placed into the sterilizer and unwrapped goods selection pushed. Load was pulled from the sterilizer 20 minutes after the cycle was complete. Several instruments used during surgery. Biological test (3m) antibiotics given. Sample instuments from load cultured and culture results were negative after 7 days. The patient's surgical would shows no signs of infectiondevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-91. Service provided by: factory trained/authorized/owned service organization. Service records available.imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: incorrect technique/procedure, invalid data. Conclusion: user error caused event, other. Certainty of device as cause of or contributor to event: no. Corrective actions: user education provided, other. The device was not destroyed/disposed of.